Manufacturer narrative:
The local subsidiary observed the forceps channel and found many scratches. As the scratches are continuous in the direction of the length, it is thought that they were caused by the insertion of a treatment device, etc. After the forceps channel was replaced and repaired, the culture test conducted by the facility was negative. It is possible that the positive result of the culture test was due to damage to the forceps channel. The UDI number listed in d4 is the UDI number for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this device in the united states is (B)(4).

Event description:
Fujifilm received the following information from the local subsidiary. In a routine culture test of the facility, a culture test sample taken from the forceps channel tested positive. The facility stopped using the device and requested repair the device.